Event description:
The surgeon had problems inserting the distal locking screw. After implantation of the first screw, the nurse discovered that the hexagon twisted. For the second screw the hosp staff used a new screwdriver, this hexagon also twisted and the axis bent. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, keil, germany suggest that this event would not be associated with the device but rather would be related to user technique.